Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a sore. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed a bandage on the area for the skin irritation. Follow up indicated that the skin irritation improved.